Event description:
The pt reported that she was checked into the hospital on (B)(6) at 6:00pm with a blood glucose result of 1000 mg/dl. She was given an intravenous drip at that time. When her blood glucose was brought down to normal levels, she was started back on 20u of lantas as well as humalog at breakfast, lunch and dinner with dosing on a sliding scale. She stated that she would be released from the hospital on (B)(6).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider" and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones" reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It also warns, "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises, "to avoid hyperglycemia (high blood glucose); check your blood glucose "to avoid hyperglycemia (high blood glucose); check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."